Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, the reported issue could not be reproduced. The device failed for upstream occlusion. Evaluation found the upstream sensor reading to be out of specification and could not be calibrated. A review of the event history log revealed 'upstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed multiple false upstream occlusions. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.